Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (warm / code 104) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was apparent physical damage to the monitor case. The sd card was cracked and multiple components were damaged on the computer / analog (ca) and defibrillator boards. The cause of the incoming test failure and reported warmth and code 104 is the damaged components. The root cause of the damaged components is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was warm and produced service code 104.